Manufacturer narrative:
The log file of the affected device was provided and analyzed. The investigation of the log file confirmed that the device generated the alarm message "alarm system failed" with an accompanying secondary acoustic alarm (piezo speaker) of the ventilation unit on the 21st of may 2021. The issue was caused as a specified reaction on a detected evaluation mismatch of the two-channel alarm tone monitoring. The symptom is based on the device software and was caused by the user by quickly re-suppressing the auditory alarm tone immediately after the previous two-minute alarm tone suppression period had elapsed. It was also confirmed that the subsequently logged restart of the ventilator was caused by the user by switching the device off and on via the main switch and therefore did not represent a device malfunction. In case of an alarm system failure the ventilation is not affected but continues as set. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Based on the investigation results this case is no longer considered to be reportable according to meddev 2.12 rev.08 as neither death nor a seriuos injury were caused nor would it be expectd to occur in case of recurrence.

Event description:
It was reported that the there was an alarm notification that the silence button had been pushed to many times and the screen went black (showing only draeger logo) for approx 10 seconds. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the there was an alarm notification that the silence button had been pushed to many times and the screen went black (showing only draeger logo) for approx 10 seconds. There were no patient health consequences reported.